Event description:
Globus received notification from a sales representative that a revision surgery had taken place (B)(6) 2012 to remove two broken screws at level s1. Surgery took place in (B)(6). Initial surgery took place (B)(6) 2011. The level of fusion was l5 - s1. The screw heads and shafts were removed from s1. The removed screws were replaced with two 7.0mm revere dual outer diameter polyaxial screw 50mm.

Manufacturer narrative:
A comprehension investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 6.5mm revere pedicle screw 50mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect of malfunction. The date of manufacture cannot be determined without lot number.